Event description:
It was reported that during the implant procedure, high lead impedance and non-capture by the lead occurred. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. No anomalies were found however blood was found in/on the helix/lobe mechanism.